Manufacturer narrative:
An eval of the reported device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, stem was loose. Cup healed in line, but the stem showed shadowing around the implant. There was a pedestal forming at the distal tip of the stem. The stem was removed along with the polyethylene liner. The liner was replaced with a stryker liner. The stem was replaced with a depuy reclaim stem and depuy metal head.